Manufacturer narrative:
Customer error. Customer had set up rules for manual validation incorrectly. Mistake was corrected and the instrument is running as expected.

Event description:
There was a potential for results containing critical values that should have called to the physician and were not because the customer did not add a required rule. There was no impact to pt care as a result of this event.